Event description:
Customer reported a past low blood glucose event with an unknown cause, occurring earlier in the day before contacting support. The lowest blood glucose level reported was 46 mg/dl. Customer stopped insulin as a treatment action. Their pump was equipped with ciq software, and the control-iq feature was active during the issue. There was no further need for assistance from the customer as they disconnected due to a bad connection. There was no additional information received regarding the outcome of the event.